Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual and functional testing. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00337 and -2014-00338) submitted for devices related to the same event.

Event description:
The patient described that periodically he is hearing a single beep from the controller. This is happening even though there are 2 batteries connected to the controller and neither battery is being manipulated at the time. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00337 and 00338) submitted for devices related to the same event.